Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fratured. Construction was dental bridge prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.